Event description:
It was reported that the syringe 1.0ml 1/2in 90 bx 450 mo experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: consumer reported finding a contaminated syringe in his poly bag. Stated it looks like a bug or crusty material is floating inside of the barrel. Consumer stated he is using the 12.7mm, 1 ml, 30g insulin syringes that he purchased online. Lot # 9196165a. Cat # unknown. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (1) 1cc, 12.7mm, 30g syringe in an open polybag from lot # 9196165. Customer states that there is a bug or crusty material floating inside the barrel of a syringe. The returned syringe was examined and exhibited some dark material in the barrel of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene and polyester. A review of the device history record was completed for batch# 9196165. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 1/2in 90 bx 450 mo experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: consumer reported finding a contaminated syringe in his poly bag. Stated it looks like a bug or crusty material is floating inside of the barrel. Consumer stated he is using the 12.7mm, 1 ml, 30g insulin syringes that he purchased online. Lot # 9196165a. Cat # unknown. Date of event: unknown.